Manufacturer narrative:
E.1. (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ wrinkling: unable to confirm as it is a medical/technical event not related to the device. Additional observations: ¿ yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unspecified. Healthcare professional additionally reported right side capsular contracture, baker grade IV, "lobulations" and "moderate amount of peri-implant fluid". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unspecified. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade IV, "lobulations" and "moderate amount of peri-implant fluid". Device has been explanted.